Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional reported that the patient needed to have an MRI due to "leaking from spinal cord stimulator site." The area to be scanned was the l-spine. Compatibility guidelines were requested for the MRI. Additional information received from the consumer reported that after implant he "hit a rough patch" and his implant site opened up three times. The first time was vertical, the second time was horizontal and then it was a spinal leak. The first revision was on (B)(6) 2014, the second was on (B)(6) 2014 and the blood patch for the spinal leak was on (B)(6) 2014. On (B)(6) 2014 the patient ended up in the clinic trying to fix the leaking spinal fluid and it started leaking again in (B)(6) 2015 until they did another blood patch and got it to stop on (B)(6) 2015. The indication for use was spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.